Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacture representative (rep) who was implanted with a neurostimulator for unknown indications. It was reported that implantable neurostimulator (ins) battery experienced a power on reset (por). The environmental, external, and patient factors that might have led or contributed to the issue were unknown. For troubleshooting, the rep interrogated with the clinician programmer, the por message cleared and the device returned to normal use with 75% charge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.